Event description:
The MFR received info alleging a ventilator's power supply was defective. There was no harm or injury reported. The device has yet to be returned to MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.